Event description:
It was reported that after initializing intra-aortic balloon (iab) therapy, the augmentation was weak. Fluoroscopy showed that the iab gradually became less inflatable. An "iab circuit leak" alarm occurred, but since there was no backflow from the catheter, it was not thought to be an iab rupture. The same problems occurred when the console was replaced with a cs300, and pumping was started. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid . This event occurred on the japanese market with a transray 34cc iab, which is a significantly similar device to sensation 34cc, which is sold in the us. For d4: di number has been used for sensation 34cc or (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. The extender tubing and three-way stopcock were returned. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing and extender tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. A sensor output test was performed, and the sensor was found to be not within specification. During the complaint investigation it was determined that the true failure of this complaint was ¿iab-difficult to monitor pressure (augmentation)¿. The other two failure modes, ¿difficult/unable to inflate & alarm, and leak in iab circuit¿, were not confirmed, as the complaint piece was tested and the iab passed the acceptance criteria relating to these two failure modes. After reviewing the complaint piece with the senior assembler, the kink on the catheter/lumen and the twisted lumen could cause the pressure differential to be out of spec; however, these failures would have been detected during the manufacturing process. The sensor failure is unlikely to have occurred within the manufacturing facility. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is tested to verify that the sensor is functioning properly prior to pouch sealing. Furthermore, the manufacturing process was reviewed, and no issues were identified. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The root cause of the iab- difficult to monitor pressure (augmentation) cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. Reference complaint #(B)(4).